Event description:
It was reported that the device was inserted properly into the lead but impedances were not within a normal range. Troubleshooting was attempted but was unsuccessful. The hcp inserted a new device and the problem was resolved.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.